Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During catheter preparation, before inserting the ablation catheter into the patient's vascular system, the tacticath contact force ablation catheter was not monitoring contact force data. The catheter was connected to the tactisys and correctly recognized by ampere generator and the ensite precision (magnetic component automatically recognized). However, contact force data was not available even when attempting to set the 0 grams force outside the patient. Unexpectedly, the following error appeared into the ensite system: "contact force catheter is intended for single use only" despite it being the initial use of the catheter. The catheter was replaced with a new tacticath catheter that resolved the contact force issue. There was no patient involvement. The procedure was then successfully completed with no patient consequences.